Event description:
It was reported that the user received low glucose alarms while fingerstick or reference blood glucose values were in the 80¿100 mg/dl range, and no actual low readings were seen on review; the user was using a freestyle libre 3 plus sensor with a newly inserted sensor and had not initially updated firmware, after which a software update was completed and alarm settings were reviewed. Symptoms included no clinical signs of hypoglycemia. Outcomes included no impact to health and no hospitalization. Investigation included review of device reports and user-reported data, software/firmware verification, and user guidance on sensor warm-up behavior. Investigation of this case revealed false low alerts likely related to sensor inaccuracy during the first 24 hours of wear and software not being up to date prior to the call. It was concluded that the device functioned as designed following firmware update and user education, with no injury reported.